Manufacturer narrative:
Results: 1 representative sample (catalog#: 393226, batch#: 7165091) was returned for the investigation of this complaint. The representative sample was subjected to separation force test and it passed the acceptance criteria. No abnormality was observed on the safety mechanism before and after activation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: our quality engineer inspected the returned unit and could not identify any manufacturing related defects. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis.

Manufacturer narrative:
Date of event: unknown. Initial reporter's phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon pro safety shield failed to activate upon activation during use. No reports of serious injury or medical intervention noted.